Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump touchscreen display was not fully illuminating. Customer was out of warranty and declined to troubleshoot the issues. There was no adverse impact to customers blood glucose level.